Event description:
It was reported that during the implant procedure the physician tried several spots to fixate the lead and had to screw out and in and there was a very small signal on egm. Then the physician took the lead out and discovered that the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted; the full lead was returned for analysis. Blood was observed in/on helix mechanism. Helix can not be extended and retracted due to distal conductor distortion within connector.